Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was found to be fully functional following troubleshooting. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system displayed a collimator initialization error. The system was noted to have stopped working and displayed the collimator error. There was no patient present when this issue was identified. Troubleshooting found that invalidating home did not restore functionality. Next, the user checked the internal system and found that the error was related to the rotor and not the gantry. A check of the gantry found that a cable in the imaging system was out of position and was over the x-ray tube ,preventing full motion. The cabling was re-attached and the imaging system was found to be fully functional.